Manufacturer narrative:
Additional information: the devices were not available; therefore, product testing on these actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Iop increase is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Hyphema, elevated iop is an established risk associated with use of the device, which is clearly specified in the product's' labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
The following was reported through a review of an abstract (imic) titled "efficiency of istent from my point of view by my experiences". Reportedly, the surgeon had intraoperative difficulty placing the stent(s) parallel to the schlemm's canal during the surgeon¿s first ten (10) procedures. Per report, there were report(s) of iop increase as a result of the snorkel engaging the iris during the procedure(s). Any omitted information was not available through follow-up attempt.